Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported constant false downstream occlusion error which was not reproduced. A review of the event history log identified downstream occlusion messages. The cause was determined during visual inspection to be downstream tubing guide was out of specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant false downstream occlusion alarm. There was no patient involvement. No additional information is available.